Manufacturer narrative:
UDI: (B)(4).

Event description:
During a ventricular tachycardia procedure, the patient expired. Prior to the procedure, the patient had a left ventricular ejection fraction of 20%. There was difficulty maintaining a stable systolic blood pressure while under anesthesia. During mapping, the patient became hypotensive and an echocardiogram revealed no anomalies. Resuscitative efforts were performed for an hour but the patient expired. There were no performance issues with any abbott device.